Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic screened the patient for peritonitis risk factors and found nothing. The outpatient clinic assumed the source was the liberty select cycler; however, it was found the patient¿s peritonitis was not caused by the cycler as the patient uses the same cycler at home without incident following this event. The patient was initially prescribed intraperitoneal (ip) ceftazidime at 1500 mg every day for two weeks and ip vancomycin at 2000 mg every 5 days for two weeks. Both antibiotics were discontinued following culture results and the patient was prescribed ip cefazolin at 1500 mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no confirmed cause of this event; however, it was determined the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of approximately 13,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic screened the patient for peritonitis risk factors and found nothing. The outpatient clinic assumed the source was the liberty select cycler; however, it was found the patient¿s peritonitis was not caused by the cycler as the patient uses the same cycler at home without incident following this event. The patient was initially prescribed intraperitoneal (ip) ceftazidime at 1500 mg every day for two weeks and ip vancomycin at 2000 mg every 5 days for two weeks. Both antibiotics were discontinued following culture results and the patient was prescribed ip cefazolin at 1500 mg every day for two weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.